Event description:
It is reported that the device was implanted in 2005 for a subtrochanteric fracture on the left femur. The pt's lower extremity was shortened about 7mm.

Manufacturer narrative:
Evaluation summary: there is not enough information as to when and under what conditions bone shortening occurred although the patient is 95 years old. Based on available information, the probable cause for this condition cannot be determined. No product or x-rays were returned for review. Device history records indicate manufacture to specification.